Manufacturer narrative:
Correction d9/h3: device not available for return. H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported that during a procedure the machine the e-sep pencil was connected to began to "beep" and when the surgeon touched the e-sep pencil, they were burned. The procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure the machine the e-sep pencil was connected to began to "beep" and when the surgeon touched the e-sep pencil, they were burned. The procedure was completed successfully.